Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 9 - overfill alarm) occurred with multiple cartridges during the load process. Reportedly, the cartridges were filled with 250 units. Customer reported blood glucose (bg) level was 262 (mg/dl). A manual injection was delivered to address bg level. The user successfully loaded a new cartridge and resumed insulin delivery. Reportedly the customer will continue to use the pump until the replacement pump is received.